Manufacturer narrative:
(B)(4). To date, the intraocular lens remains implanted. Device manufacture date: unknown. Without a serial number we are unable to confirm that this is a recalled lens. However, it is a z9002 and the patient was diagnosed with unexpected post-op refraction. Placeholder.

Manufacturer narrative:
The doctor reported in follow-up that the patient is not more than 0.75 diopters off of predicted target, as healing has finished. No additional procedures are indicated and the doctor does not think that there are any outstanding issues. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported by the doctor that his patient was implanted with a model z9002 intraocular lens (iol) and due to the patient¿s astigmatism, doctor was aiming for a plus 0.26 outcome, expecting the patient to have to still wear glasses. At the patient's 5 day post op visit, measurements were at a plus 1.75. Doctor was curious about the 1.5 difference in expected visual acuity. No further information was provided. A secondary procedure to address the unexpected post op refraction had not been scheduled and the lens is still implanted.